Manufacturer narrative:
Concomitant products: product ID 3999, serial # unknown, implanted: (B)(6) 2007, product type lead; product ID neu_unknown_ext, serial # unknown, implanted: (B)(6) 2007, product type extension; product ID 3999, serial # unknown, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was reported the patient experienced pain at an unknown location. It was also reported that high impedances were found upon performing an impedance test of the patient¿s system. The impedance test results indicated that a majority of impedances were found to be ¿>10000¿ ohms during one test and a majority were found to be ¿>20000¿ ohms during another test. It was noted that as a result of the event an action had been planned but not yet taken, however the exact nature of this action was unknown at the time of initial report. It was reported the patient was alive with no injury at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found the battery was ¿not in new condition¿ but had ¿no significant anomaly.¿ analysis of the hinged lead found ¿the #0-3 conductors were broken 20.5 cm from the proximal end.¿ analysis of the extension with serial number (B)(4) found no anomaly. Analysis of the extension with serial number (B)(4) found the extension body had been segmented and cut through. Analysis of both of the returned titan anchors found the devices had been ¿separated.¿

Event description:
Additional information stated ¿there was a defect from 5 out of 8 electrodes.¿ it was noted the patient¿s ¿radiologists suspected a connection issue.¿ it was further noted the reporting manufacturer representative ¿thought the connection was ok¿ and did not see an issue on the x-ray. Additional information reported a revision surgery was completed on (B)(6) 2014. It was stated that during the revision the ¿impedance of the lead and the extension were high¿ and ¿so they decided to change the whole system.¿ it was reported the initial cause for follow-up was that the patient had experienced a ¿loss of stimulation and therefore more pain.¿ it noted that with the patient¿s replacement system, ¿everything was ok.¿

Manufacturer narrative:
Concomitant medical products: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3999, serial# unknown, implanted: (B)(6) 2007, product type: lead; product ID 3708340, serial# (B)(4), product type: extension; product ID 3550-39, product type: accessory; product ID 3550-39, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.